Event description:
The device was used during a laparoscopic choleystectomy in to the pt. The applier dropped the clips during procedure. The clips did not fall into the pt. The dropping clips happened many times. It was stated that the jaws are too wide. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Jaws material 410 stainless steel. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: based on the inquiry info received, the visual and functional testing, it was determined that the jaw was out of alignment. The devices was repaired and cleaned and polished. The device was tested and found to meet design specification. The devices was placed in the exchange pool. Co strives to understand each incident as it occurs in order to continuously improve co's products.